Event description:
The customer reported that the system displayed an ma on error message. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, generator drive, and the filament drive were replaced during the service call. The system was tested and fond to be working as intended and put back into service.